Event description:
It was reported that the dc/dc & standard connectors printed circuit board was damaged and needed to be replaced. There was no patient harm. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that the dc/dc & standard connectors printed circuit board was damaged and needed to be replaced. Further provided information states that the unit had technical error alarms indicating software and memory backup batteries errors. Moreover, a damaged control cable and moisture trap were reported. The reported issues were solved by replacing the dc/dc & standard connectors printed circuit board, memory backup batteries, control cable and moisture trap. Moreover, device logs were not provided. Therefore, no root cause can be established. Dc/dc & standard connectors printed circuit board converts the internal dc supply voltage +12 v_unreg into the internal dc supply voltage. All standard connectors are also located on this board.

Event description:
Manufacturer's ref. #: (B)(4).